Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 564101. Device history review ==> 2 parts from the batch were scrapped at (B)(4). No other deviations or anomalies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary stem appeared to have subsided preoperatively. When stem was excised it appeared to have in-growth proximally. Rigid and flexible osteotomes were used around the stem. Physician believes there was aseptic stem loosening at the bone to implant interface. Primary stem may have been undersized. Corail revision prepared and placed. New 40 mm head was placed. Images of x-rays and back table photos available upon request. Doi: (B)(6) 2017. Dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.